Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that while performing a thermage treatment, a spark was observed. There was no patient injury or impact.

Manufacturer narrative:
Service evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. This evaluation confirms the customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Investigation found glowing or sparking from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.